Event description:
A report was received that the patient was experiencing tenderness at the ipg site and the ipg had migrated right over the spine. The patient will undergo a pocket revision wherein the ipg will be relocated.

Event description:
A report was received that the patient was experiencing tenderness at the ipg site and the ipg had migrated right over the spine. The patient will undergo a pocket revision wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing tenderness at the ipg site and the ipg had migrated right over the spine. The patient will undergo a pocket revision wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision or explant procedure. No other information will be provided to bsn.